Event description:
It was reported that a malfunction alarm occurred. Customer will continue to use current pump for insulin therapy and would reach out to their hcp to obtain a backup method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.